Manufacturer narrative:
B4:(B)(6) 2021 the device was not in clinical use at the time of the event. There was no report of patient or user harm. The customer declined service, and no evaluation of the device was conducted. No further details are available. Philips no longer supports accessories, supplies, upgrades, and repair support parts associated with the bipap focus. The end of support date for the bipap focus ventilator is (B)(6) 2019.

Event description:
It was reported to philips that the device had an undisclosed alarm. The device was in clinical use at the time of the event. There was no report of patient or user harm.